Event description:
It was reported that the reservoir of a small volume infusor ruptured. This occurred while the device was being filled manually with a syringe. The reporter stated that the device was being filled according to labeling procedures. There was no patient involvement. No additional information is available

Manufacturer narrative:
(B)(4). The device was manufactured between 08/09/2012 and 08/10/2012. The device was returned for evaluation. Visual inspection identified that the bladder was ruptured in a non-footing position. Microscopic examination found markings on the exterior surface of the bladder near the rupture line. The evaluation confirmed the reported condition. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.